Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump, although touchscreen was not cracked or shattered. There was no reported impact to the customer¿s blood glucose level. No additional troubleshooting or corrective action was completed because issue was reported by email and customer declined further follow-up, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: iOS / iOS_iPhone 13 Pro Max / 3.5.1 / iOS_16.2.